Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, the user's thermogard xp ivtm system ((B)(4)) displayed error tcmid:06 (ce post failure). No patient involvement.

Manufacturer narrative:
The reported complaint of tcmid:06 (ce post failure) error message on the thermogard xp ivtm system (sn (B)(4)) was confirmed during power on and event logs review. The investigation findings determined that the root cause of tcmid:06 was due to defective cooling engine (ce) heater. Unrelated to the reported complaint, damaged lid bumpers, coldwell gaskets and white rollers were observed during visual inspection. These types of damage on the console are results of normal wear and tear. The thermogard xp ivtm system is a reusable device and was manufactured in november 2012. The device has been operating for nearly 6 years and has exceeded its expected serviceable life of 5 years. All damaged parts were replaced. During archive review, the error message tcmid:06 was identified on the date when the issue occurred in the event logs. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message tcmid:06 (ce post failure) displayed upon console power on.to remedy the issue, the thermogard console's ce heater was replaced. The system was tested and passed all functional tests and is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).